Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. The reported malfunctions were caused by a component from case (B)(4). We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a connector straight (#fv012t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years , weight: 17 kgs, height: 105 cm, gender: unknown. Same event as # 3004721439-2024-00203.